Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis.4316 - this complaint was not escalated to root cause analysis.

Event description:
It was reported that a silverback plate broke during patient use. There was no patient impact as a result of this failure and no revision surgery is planned.